Manufacturer narrative:
A ge rep evaluated the sys but not conclusion can be drawn as further repair info is not available.

Event description:
The customer reported that the sys failed to perform fluoroscopy and shut down without command. There is no report of injury or death associated with the event described in this complaint.